Event description:
It has been reported to philips that the system shut down and did not boot back up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer and confirmed that the system had shut down and would not restart. Upon further inspection, rse identified that the issue occurred due to hospital¿s power distribution unit and there was no fault with the azurion system. The power supply issue was resolved by the hospital. After that, the system was returned in good working condition and was ready for clinical use. To date, there has been no recurrence of this issue reported by the customer. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power fluctuations or outages may occur that can cause the azurion system to not boot up. This scenario includes situation in which the main hospital power supply is fluctuating or there is localized power failure that is not caused by the azurion. Since the malfunction of an external power source is not malfunction of the azurion system. Philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.